Event description:
The patient's attorney alleged the following: the patient underwent a stage I interstim placement, which did not control the patient's urinary urgency and frequency. A lead explantation was performed. The operative report stated that the extension wire was cut and removed in a sterile manner and then the lead was dissected out and pulled until removed. Upon examination, the tip of the lead was missing. The path of the explanted lead was probed, but the tip was not found. A follow-up x-ray allegedly revealed the tip of the lead remained in the patient.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.